Manufacturer narrative:
The reported field event of programming anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during an av node ablation, the device could not be programmed to asynchronously pace. The device was explanted and replaced with a competitor device. There were no adverse health consequences, the patient was stable.